Manufacturer narrative:
Product code (continued): ddr, jhx and mmi investigation/conclusion: the customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible. All complaints are tracked and monitored.

Event description:
On (B)(6) 2016, an email was received from the customer questioning triage ck-mb and myoglobin results on (B)(6) 2016. The results are as follows: (B)(6). There were no reported adverse events related to the triage results. Though requested, the only information the customer was able to provide regarding the patient was that the electrocardiogram (EKG) and chest x-ray were negative and the patient was discharged. There was no additional information provided.